Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for normal device change out procedure. During procedure, competitor lead exhibited difficulty being removed from the device header. The physician suspected stripped set screw. The lead was capped and the device was explanted. The device was interrogated post operation and exhibited backup vvi operation. Electrocautery was used during procedure. No further information was available.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a non-maskable interrupt on the explant date which is consistent with the electrocautery exposure. The device was tested and found to have reached end of life. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The reported field event of stripped setscrew was confirmed. Evaluation of the device header found the ventricular set screw hexagonal inset had been stripped. Stripping was consistent with improper wrench insertion as a result of foreign material in the hexagonal inset. Calcified blood and septum material had entered the hexagonal inset due to septum damage.